Event description:
Physician attempted to use a protégé rx self-expanding stent with a 6fr sheath and a 6mm spider embolic protection device / guidewire during treatment of a 35mm plaque lesion in the patient¿s mid common carotid artery. No vessel calcification and no vessel tortuosity are reported. Lesion exhibited 80% stenosis. Artery diameter is reported as 8.6mm.  There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. The lesion was pre-dilated with a steling device. It is reported the protégé rx was partially deployed. The stent entered the body and was ready to be deployed, but it couldn't be deployed. No resistance was encountered during delivery to lesion. No excessive force was used. The stent was not passed through a previously deployed stent. There was no damage to the deployment mechanisms or device handle prior to deployment issue. The thumbscrew/lock-pin checked was for securement prior to procedure. The lock pin was removed during deployment. Another manufacturers product was used to complete the procedure. The device was safely rem oved from the patient. No vessel damage reported. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device was returned with the touhy-borst loosened. The stent confirmed as 40mm from strain relief the device was returned with biologics observed in the lumen of the outer sheath the device was received with approx. 3mm of stent exposed a 20cc water filled syringe was used to flush the device, the device was unable to flush. A 0.014¿ guidewire was loaded through the guidewire lumen and advanced the entire length and exited the guidewire port the device was loaded into a deployment fixture the stent could not be deployed with a maximum peak force of 6.70lbs the blue outer sheath was skived back and the stent was released, biologics were observed in the lumen of the blue outer the stent was confirmed as 40mm image analysis the customer returned one image image 1: the image depicts what appears to be the protégé rx device belonging to the product event. The stent is partially exposed which correlates with the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.